Event description:
The user facility reported that a 77-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced a kinked cannula. The physician noticed the catheter portion was kinked upon attempting to implant the pump. The patient was reported to have calcified vessels. Another pump was implanted without issue. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported cannula kink was completed. The pump, purge cassette, guidewire, and data stick were returned for evaluation. Based on the available information, the root cause of the reported event was patient condition. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.